Manufacturer narrative:
The reported cosmetic anomaly was confirmed in the laboratory. Visual examination of the device showed discoloration along the edges. It is believed the discoloration was caused by the programmed shock vector settings.

Event description:
It was reported that during the explant procedure for normal eri, annealing was noted on the device, most notably near the header.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.